Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 8/7/99 at a retail vendor. On september 9th, consumer sought medical treatment for swelling and pain at the piercing site. The site was incised and drained and was prescribed oral penicillin and a topical antibiotic.